Event description:
It was reported that the patient presented inpatient post-implant procedure. Before discharge, it was discovered that the atrial lead was dislodged. The dislodgement was confirmed via x-ray imaging. The lead was re-positioned successfully on (B)(6) 2022. The patient condition was stable.